Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was implanted in the rv septum, but dislodged and migrated to the rv apex of the heart. The lead exhibited high/unstable thresholds and intermittent capture. As well, it was noted that the lead caused a perforation tamponade, and pericardial effusion. The lead was reprogrammed and then explanted/replaced. No further patient complications have been reported as a result of this event.